Manufacturer narrative:
The device has not been explanted. If it should be explanted, it should be returned to the manufacturer for evaluation. When available, a device failure analysis will be submitted as a follow up report.

Event description:
It was reported that the telemetry showed nine electrodes with high gpi.

Manufacturer narrative:
Additional information: according to the currently available information, damage to the active electrode likely caused by minute device mobility is suspected. However to determine an exact root cause device investigation would be necessary. Re-implantation was carried out but the concerned device has not been returned for investigation yet.

Event description:
It was reported that the telemetry showed nine electrodes with high impedance. The user has bee reimplanted.